Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked battery tube threads. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm or no defects noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl. The customer did not mention any treatment ans symptom related to low blood glucose level. The customer had low blood glucose level due to auto mode. The insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.